Manufacturer narrative:
The customer's test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The customer's meter and test strips were returned for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot # 393 935 80. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Testing results: sample 1 (patient hematocrit = 40 %), master lot test strip = 2.0 inr, returned test strip (lot 50323011) = 2.0 inr; sample 2 (patient hematocrit = 44 %), master lot test strip = 2.6 inr, returned test strip (lot 50323011) = 2.5 inr. Results: all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned customer material and retention material comply with the specification. Occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 19:49, a sample from the patient was tested using the meter, resulting in a value of 5.0 inr. During collection of this sample, the patient had to press and squeeze at the puncture site. At 19:52, a sample from the patient was tested using the meter, resulting in a value of 3.0 inr. At 19:58, a sample from the patient was tested using the meter, resulting in a value of 3.0 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week.